Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2187, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Additional information received on 19-nov-2015. The consumer reported that since essure placement her life had been turned upside down. She was living in pain every day. She had multiple hospital stays that she linked to essure. She was working with her medical team to have the device removed. Product technical complaint (ptc) investigation result received on 19-nov-2015 the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event is not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She stated she had multiple hospital stays. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported daily pelvic pain and hospital stays that she related to essure. Although limited information was provided, considering event's nature; causality with the suspect insert cannot be excluded. As hospitalization was required, this case was regarded as an incident. Based on the available information there is no reason to suspect a causal relationship between reported medical event and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.